Event description:
The surgery center reported that a phacoemulsification machine displayed 2012 errors occurring quite frequently. The surgery center stated the machine locks up when the errors occurs. There was no patient injury reported.

Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.

Manufacturer narrative:
Date of the event is unknown as it was not provided. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss confirmed the 2012 timeout error when reviewing the error log but could not duplicate during evaluation/testing. The fss found the battery on the instrument manager voltage was too low reading 2.8 voltage direct current (vdc) as it should read between 3 to 3.5vdc. The fss replaced the instrument manager, loaded the software. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.